Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected and pressure tested for the reported problem. Results: visual inspection revealed that the swivel was not fully seated in the swivel elbow. No damage was noted to the returned devices. The inner diameter of the swivel elbow and outer diameter of the swivel wye lip were within specification. Pressure test revealed the returned swivel was within specification and the swivel did not come apart during the pressure test. A lot check revealed no other complaints of this nature for lot 141215. Conclusion: we are unable to determine what may have caused the problem reported by the customer. No fault was found with the returned rt266 infant dual-heated evaqua2 breathing circuit. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6), reported via a distributor that the swivel wye of an rt266 infant dual heated evaqua2 breathing circuit was coming apart when changing the circuit position. No patient consequence was reported.